Manufacturer narrative:
Visual inspection confirmed that the device had fractured. No lot number was provided for the abutment screw; therefore, the device history record and complaint history reviews could not be completed. No definitive root cause could be determined. (B)(4)

Event description:
The dentist reported the abutment screw fractured.